Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple power loss alarm. Customer¿s blood glucose was 2.4 mmol/l. Troubleshooting was performed for pump error and the customer stated that they are able to rewind the insulin pump. Customer reported that insulin pump was alarmed again after troubleshooting. The insulin pump will return for the analysis.

Manufacturer narrative:
The device passed the self test, active current measurement and the displacement test however, the device was received with high sleep current due to moisture damage on the electronic assembly.